Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was scratched by the injector during the procedure. The iol was removed and replaced with a backup lens of the same model. The procedure was completed with no complications such as a capsule tears, vitrectomies, or sutures. The customer suggested that the issue might have been related to use error, as balanced salt solution was used during the procedure. However, it was clarified that the use of balanced salt solution is consistent with the directions for use and does not constitute a use error. The customer also mentioned that, following consultation with a johnson and johnson representative, the issue stopped occurring. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: the customer declined due to patient privacy. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.